Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was discovered that the right ventricular lead had loss of capture. The right ventricular lead was explanted and replaced without issue. The patient was stable throughout.